Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Reportedly, due to the elevated bg, the customer experienced diabetic ketoacidosis (dka) with vomiting, weakness and fatigue. Customer administered multiple correction boluses via the pump to address the bg. As a result, customer was admitted to the hospital on (B)(6) 2025. Customer declined further follow-up with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained. Recommendation was made to consult a healthcare provider in regard to diabetes management. Customer reverted to an alternate form of insulin therapy.